Event description:
The customer observed a falsely elevated alinity c potassium result. On (B)(4) 2022 sid not provided: initial result = 7.0 mmol/l, rerun = 5.3 mmol/l. The customer uses a normal range of 3.5 to 5.3 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts to resolve the issue. No additional discrepant potassium result issues have been reported since the part was replaced. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.